Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The iliac artery was described as tight; however, there was no complications inserting, deploying and removing the delivery system with the first five stent grafts. It was reported that during removal of the last delivery system the iliac artery ruptured. The ruptured iliac artery was surgically repaired with a surgical graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vessel perforation); patient¿s condition affected effectiveness of device (tight iliac artery). Conclusion: known inherent risk of procedure (vessel perforation); device failure/lack of effectiveness related to patient condition (tight iliac artery).